Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment some filter legs did not fully expand as the filter tilted against the ivc wall. An attempt to capture and retrieve the filter was unsuccessful; therefore, another filter was deployed superior to the initial filter placement. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with device and patient codes, but not previously reported. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections. (B)(4).

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. Unable to perform a sample evaluation as neither the sample nor images were returned for review. The complaint investigation is inconclusive for the reported event. The facility would not provide the patient weight, age, or gender. Per the reported event details, the physician was unsure if he rotated the device during advancement.